Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number. The device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient reported that she was initially diagnosed with spinal stenosis and had a prodisc-c implanted at c5-c6 in (B)(6) 2013 in an outpatient surgery setting. The patient reports she has been "in agony" since the implantation. The surgeon took an x-ray and MRI on an unknown date, and reportedly told the patient "the disc is fine." The patient indicates the x-ray has too much 'scramble'-(i.e. X-ray is not clear enough to see the disc) and is now choosing to see a neurologist, who wants to do either a CT scan or myelogram to see if either will show the disc. She has inquired with synthes to find out which test is better for showing the disc. She had previously received an electromyography (emg) and cat scan diagnostic testing on unknown dates. She stated through diagnostic testing, that the adjacent level, c7 ¿looked fine¿. She said her prodisc-c "appears crooked" and she's in pain. This is 1 of 1 report for complaint # (B)(4).